Event description:
Admitted with a past medical history of receiving a medtronic pacemaker and defibrillator and now presents with complaints of "shocks" from the defib. On examination on admission, the pt was experiencing ventricular tachycardia. The pt was taken to the o.r. And the pacemaker was found to have a low amplitude (below sensing capabilities) and was not sensed. Both the pacemaker and defibrillator were removed and replaced with a gem 3 pacemaker-cardioverter-defibrillator.